Manufacturer narrative:
Mfg date: 12/2014. Based on the available information, this event is deemed a reportable malfunction. It is unknown if the device was used on a patient. Additional patient/event details have been requested. However, no further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the endotracheal tube "does not have an anatomical curvature and firm" to assist in easily "going into the esophagus".

Manufacturer narrative:
Additional information: a quality investigation was performed to include a batch review. Review of the batch record does not reveal any sign of abnormalities. No non-conformances where identified during the production, extrusion or bending process. A complaint sample is not expected to be available. Based on manufacturing process and final product release all requirements were met. No other conclusion can be drawn without performing the testing on the product. Should a sample become available at the later stage, the case will be re-opened for investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).